Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon system was used during an implant procedure on (B)(6) 2025. During the procedure, there was a leak in the balloon. The balloon was removed, and the procedure was cancelled. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6 imdrf code f1001 is being used to capture the reportable event of procedure cancelled post sedation/sedation unknown.

Manufacturer narrative:
Block h6 imdrf code f1001 is being used to capture the reportable event of procedure cancelled post sedation/sedation unknown. Block h2: correction. Block a6: updated. Block h2: device evaluation. Block h11. The returned orbera intragastric balloon system was analyzed. The reported event of device fluid leak was confirmed. A visual inspection and media analysis was performed. The device was returned with the fill tube, which was detached from the balloon. In the media analysis, it can be observed the device label information with the batch and upn number. However, it is not possible identify the device from the photo. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all gathered information, the probable cause selected is adverse event related to procedure, because it was observed that the fill tube was detached from the balloon. This detachment could have compromised the fluid pathway, resulting in leakage of the inflation fluid from the balloon. Therefore, the fill tube detachment is considered the most probable contributor to the observed device fluid leak during the procedure, supporting the conclusion that the event was procedure related. Most likely procedural factors as handling of the device and the technique used by the physician (force applied), could have resulted in the damages encountered in the device. For the event cancelled/rescheduled - post sedation/sedation unknow, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, will be classified as cause not established. All compiled information on this investigation determines that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon system was used during an implant procedure on (B)(6) 2025. During the procedure, there was a leak in the balloon. The balloon was removed, and the procedure was cancelled. No patient complications were reported as a result of this event.